Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the biosure screw broke during insertion. The screw was completely removed and a backup device of the same model was inserted into the initial bone tunnel to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. The distal threads of the screw have broken off. Dimensional assessment of the screws major diameter was found to meet print specification. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.